Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 202 mg/dl. Customer stated that they do not use the sensor feature on the insulin pump. Customer stated that they are unable to complete the rewind sequence. Customer will think about the order since he is a minor. Customer will speak with his parent to come to an agreement. Customer's father called back and reported motor error alarms and no delivery alarms. Customer was connected to the helpline for further assistance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.